Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks for atrial tachycardia (at) with rapid ventricular response. The therapy was exhausted. No adverse patient effects were reported. This product remains in-service.